Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 219 mg/dl, 111mg/dl, 77mg/dl. Test were done< 10 minutes apart with a differece of 62%. Patient did not experience any adverse events.